Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Events reported in 2210968-2021-10584, 2210968-2021-10585, 2210968-2021-10586.

Event description:
It was reported that a patient underwent a CABG procedure on (B)(6) 2021 and suture was used. During the procedure, the needle popped off of the suture. It was retrieved. No adverse patient consequences reported. No additional information was provided.